Event description:
The customer was hospitalized with low blood sugars, customer recently had a root canal and taken new medications. Troubleshooting indicated the device was working properly. Doctor believes the situation was caused by the customer bolusing too much that day. Customer had not eaten and did not adjust the basal rate.